Manufacturer narrative:
Updated fields: b4, d9, e1 (event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge fse was dispatched to evaluate the unit. He performed pm.no error populated, 60 min battery run time @120 bpm test ¿pass¿. Device is ready for patient care.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), h6 (health effect ¿ clinical code, health effect ¿ impact codes). Due to character limitation in block e1: initial reporter: (B)(6).

Event description:
N/a.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) unit was erroring out. There was no patient involved reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d10, g1, g3, g6, h2, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported that they performed preventive maintenance, no error was populated, and the 60 minute battery run time at 120 beats per minute passed. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6) hospital. Event site address: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was erroring out.